Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms was confirmed via log file analysis. A review of the log files contained overlapping data spanning approximately 44 days ((B)(6) 2023 â¿¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 at 10:47:57 and (B)(6) 2023 at 16:38:57, while connected to the mobile power unit (mpu), low battery hazard and no external power alarms activated due to a loss of ac power. The alarms resolved quickly once ac power was restored. The backup battery was able to provide power to the system during the events. No other notable alarms related to the mpu were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C section 7 entitled â¿¿alarms and troubleshootingâ¿¿ and heartmate ii patient handbook, rev. C- section 5 entitled â¿¿alarms and troubleshootingâ¿¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use, rev. C, section 8 entitled â¿¿equipment storage and careâ¿¿ and heartmate ii patient handbook, rev. C, section 6 entitled â¿¿caring for the equipmentâ¿¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR# 2916596-2023-02776 and MFR# 2916596-2023-02796. It was reported that there was a concern for a short-to-shield after their driveline was found to be covered in duct tape. The patient refused to let the customer re-wrap the driveline with rescue tape or get the driveline x-rayed. Log files revealed 2 pump stops and 2 low speed hazard alarms on (B)(6) 2023 that occurred at the end of the log file at 13:15.x-rays were taken and revealed areas of concern. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module/ mobile power unit (mpu). There were no alarms seen in the log file that occurred when the patient was connected to batteries. The log file captured a no external power event on (B)(6) 2023 and (B)(6) 2023. These were caused by the power to the mpu being briefly interrupted. Another set of log files was sent for review and further pump stops and low speed advisories were found on both the power module and batteries. This is indicative of a phase to phase short. The log also captured several odd low power advisories, power cable disconnects, replace controller messages, and no external power alarms that occurred along with the pump stops. The patient had a driveline replacement on (B)(6) 2023, but continued to have pump stops and low speed alarms while on wall power. The patient had a heartmate 2 to heartmate 3 exchange due to the unresolved phase-to-phase/pump stop events. The log files post-exchange showed no unusual events.